Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 month. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered a large intracranial hemorrhage. The patient was hypertensive both before and after lvad implant. The clinicians were attempting to get the blood pressure under control; however, the mean arterial pressures were still often greater than 90 mmhg. The patient's inr at the time was 1.23, the prothrombin time was 12.4 seconds and partial thromboplastin time was 34.5 seconds. The patient's family chose to withdraw care and the patient expired on (B)(6) 2016 due to the cerebral hemorrhage.

Manufacturer narrative:
A direct correlation between the device and the patient¿s outcome could not be determined. The device was not returned for evaluation. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from clinical consultant on 06/16/2016 stating that that the date of the patient's expiration was (B)(6) 2016. It was also stated that the device will not be returned for evaluation.